Event description:
Customer stated they received discrepant results when comparing newtek relion results to the clinic's meter. On the newtek relion meter they received a result of 250 mg/dl and within 10 minutes, the clinic's meter gave a result of 121 mg/dl.